Event description:
It was reported that the patient presented to clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was exhibiting high capture threshold. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition before, during, and after procedure.